Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed and noticed that the adhesive was not sticking well. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 9010000849, lot # k23f1213 visual and functional inspection revealed the inner shaft does not move when the locking lever is moved. The c clip that connects the adjusting mechanism to the inner shaft appears to have been overloaded and broken. It is possible to overload the clip when making tension adjustments while the rod is in place. It appears the c clip broke from overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.